Event description:
Patient was implanted with condylar plate and screw construct on (B)(6) 2012, for a valgus osteotomy of proximal femur. Post operatively an x-ray revealed that the blade was too long; it was protruding out of the medial cortex of the proximal femur. Patient was returned to the operating room on (B)(6) 2012, for revision. Surgeon removed the 95 degree condylar plate and five 4.5 mm cortical screws. Patient was revised to a 90 degree adult osteotomy plate and screw construct.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.